Event description:
Blood - skin [skin haemorrhage]. Stab face...cut - skin [skin laceration]. Sore/pain face - skin [pain of skin]. Heads keep falling off - oral-b [device breakage]. Metal prong is half the size of his - oral-b [device physical property issue]. Case narrative: consumer reported via e-mail reported that the oral-b toothbrush head fell off of the oral-b pro series 3 toothbrush handle, type 3772 while they were brushing their teeth and they stabbed themselves in the face (skin) with the metal prong which also caused a sore cut. The metal prong was half of the size of their partner¿s in comparison. No serious injury was reported. 27-mar-2025 follow-up via digital safety assessment survey: the reporter was a 26-year-old female. No medical professional was contacted. She also experienced (skin) bleeding. No serious injury was reported. 31-mar-2025 follow-up via image: the concomitant product was oral-b toothbrush handle, type 3791. The concomitant product lot number was 3ca32751815. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return